Event description:
I have two devices where the prismaflex filter is broken off of the plastic backing. These devices were discovered to be broken when the package (that did not have damage) was opened. This did not impact any patients and the breaks were discovered before use. Other devices were utilized for the patients procedure.